Event description:
It was reported that the patient presented for a device change out with device exhibiting backup vvi mode. The device was removed and replaced successfully. No patient symptoms were reported,.